Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they had their old implantable neurostimulator (ins) replaced because the device was too big and bulky. The patient stated that they also stayed sore under the skin. The patient mentioned that they thought it would heal up, but it never did. The patient stated that they also wanted the ins upgraded. It was noted that this had been an issue since the patient was implanted on (B)(6) 2017. No further complications were reported or anticipated. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s healthcare provider (hcp). It was reported that the patient¿s implantable neurostimulator (ins) was not working properly due to its size and would sometimes catch on their clothes. The hcp mentioned that the ins would sometimes take a long time to discharge. The patient noticed burning sometimes in certain positions. The hcp was concerned that there may be a ¿leakage¿ of discharge that may be causing these symptoms at the ins site. The hcp recommended replacing the ins with a new or faster charging model, which was also smaller. It was suggested that the new ins could be implanted a bit deeper, which could also improve the patient¿s comfort at the site. The hcp stated that the patient wished to go through with the ins replacement procedure and would follow up six weeks afterwards. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) reported that in the november 2017 after their first implant they found short lasting relief, and their device was reprogrammed. In a physical exam 2017 (B)(6) it was noted that the patient was normal with a slow and cautious gait, and that the incision site was very tender to palpation but well healed with no skin breakdown. Their neck and peripheral vascular area was also non-tender and normal. There was some pain with flexion and extension, and a loss of lumbar lordosis, as well as some tenderness over the sacroiliac region and thoracic vertebra. During an assessment 2018 (B)(6), it was noted a manufacturer representative (rep) had reprogrammed the ins due to positional surges, which helped but the patient had to be careful with neck or back extension. The ins had also been catching on chairs on the patient's belt and remained pretty uncomfortable and still had pain. The patient wanted a revision, and the ins was replaced on 2018 (B)(6). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) reporting that in november after the first implant the patient found short lasting relief, and their device was reprogrammed. In a physical exam 2017 (B)(6) it was noted that the patient was normal with a slow and cautious gait, and that the incision site was very tender to palpation but well healed with no skin breakdown. Their neck and peripheral vascular area was also non-tender and normal. There was some pain with flexion and extension, and a loss of lumbar lordosis, as well as some tenderness over the sacroiliac region and thoracic vertebra. During an assessment 2018 (B)(6), it was noted a manufacturer representative (rep) had reprogrammed the ins due to positional surges, which helped but the patient had to be careful with neck or back extension. The ins had also been catching on chairs on the patient's belt and remained pretty uncomfortable and still had pain. The patient wanted a revision, and the ins was replaced on 2018 (B)(6).